Event description:
Originally reported from (B)(4) 2.8 inr with protime system vs. 3.9 inr reported with second protime system vs. 4.9 inr with unspecified lab system. Patient therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedure. No product returned from user facility. Customer complaint could not be confirmed.